Event description:
When inserting a PICC catheter to a neonate, and upon removal of introducer, it was noted that the tip of the plastic catheter did not peel away as it was supposed to, and a small piece was still surrounding the catheter. Attempted to remove carefully, but unable to do so without possibly damaging catheter - it is very small, moves freely, and has no sharp edges, so was left in place as high up the catheter as it would go. The catheter and the site were monitored closely, no difficulties were noted. PICC was removed intact with this piece attached. Child was discharged home 2 days later.